Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported the patients system was explanted on an unknown date for an unknown reason. One anchor remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event, patient and device information.